Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient developed an infection and was admitted to the hospital. It was noted that the right ventricular (rv) lead was potentially dislodged into the extracardiac tissue. The rv lead was explanted and discarded. There were no patient consequences. No further information is available.